Event description:
The patient started to have some respiratory problems. The nurse and two respiratory therapists were at the bedside and started bagging the patient. One of them paused the ventilator and the screen went blank. They continued bagging the patient while a new ventilator was secured and put on the patient. The patient was not harmed as a result of this. A side note by the staff there was a person in the hall outside of the patient's room on a cell phone when this happened.the biomedical analysis reported system log codes: z80059 & lb005b. Information log codes: zc0077, lc0077, lc0070. Technical support suggested to replace the bdugui interface cable.